Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type : programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could not use the remote. The patient was going to try getting new batteries as the patient was seeing the sync screen and the splash screen. Additionally, the patient noted that they were going to the bathroom more since 4 days prior to the call. A second call from the patient determined that after they changed the batteries they were still encountering the splash screen and sync screen. The patient then noted that they were no longer feeling stimulation. Patient status is unknown at the time of this report and the therapy issue appeared sudden as the patient specified a date of onset. There were no further complication reported or anticipated.

Manufacturer narrative:
Added an additional fdd and fdp code. If information is provided in the future, a supplemental report will be issued.

Event description:
Coding update, see h10